Manufacturer narrative:
The eval has shown that the fuseholder can overheat if the fuse carrier is not sufficiently tightened following the fuse replacement. Keymed had issued a corrective action in 2009 to inspect for and replace any loose fuses. Additionally, subsequent to this corrective action, a change was implemented to the fuseholder to reduce/prevent fuse looseness. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that sparks flew from the subject device. The subject device was reportedly inspected and the fuse line was burnt. Additionally, the fuse was reportedly melted and adhered to the fuse box. No add'l info was provided.